Manufacturer narrative:
The system was used for treatment. This case is reportable as a MDR due to the reportable malfunction pressure dome membrane leak. Since this reportable malfunction is only associated with the kit, this MDR will only be against the kit. A batch record review for kit lot h123 was conducted. There were no non-conformances associated with this lot. This lot met all release requirements. A review of kit lot h123 for the reported issue shows no trends. Trends were reviewed for complaint categories, pressure dome membrane leak and alarm #18: system pressure. No trends were detected for each complaint category. Photographs were provided by the customer for evaluation. A review of the provided photographs verify the pressure dome membrane leak as a blood leak can be seen on the instrument pump deck. The photographs show the system pressure dome membrane has detached from the pressure sensor. The customer reported an alarm #18: system pressure alarm occurred right before the leak was noticed. The alarm #18: system pressure alarm could not be verified based on the available information. A material trace of the pressure dome housing assembly and its components used to build lot h123 did not find any nonconformances. A device history record review did not identify any related nonconformances and this kit lot had passed all lot release testing. The cause of the pressure dome membrane leak is most likely the pressure dome becoming detached from the pressure sensor. The root cause of the pressure dome becoming detached could not be determined based on the available information. No further action is required at this time. This investigation is now complete. (B)(4).

Event description:
The customer contacted mallinckrodt to report they experienced a pressure dome membrane leak with their cellex photopheresis kit ("kit") during an extracorporeal photopheresis (ecp) treatment. The customer reported they received an alarm #18: system pressure alarm and observed the system pressure dome leaking immediately after the alarm. The customer reported approximately 200 ml of whole blood was processed when the leak occurred. The customer aborted the ecp treatment and did not return residual blood to the patient. The customer stated the patient was stable. The customer discarded the kit; however, has returned photographs for evaluation.